Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The submitted system controller event log file spanned approximately 9 days (13aug2022 to 14aug2022, 15sep2022, 12oct2022 to 20oct2022 per the timestamp). A no external power alarm activated on 13aug2022 at 20:16 due to the rsoc and bus voltage diminishing to ~3.5v with a loss of external power while the device was connected to a mobile power unit (mpu). The rsoc and bus voltage also diminished to ~0v on 14aug2022 at 12:30 while the controller was connected to the mpu and did not activate a no external power alarm due to the controller being powered off without the driveline being connected. The backup battery was able to provide power to the pump during the alarm on 13aug2022 at 20:16. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6) , was not returned for analysis. The cause of no external power alarm was not determined. The mpu was not exchanged. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review revealed a no external power event while on the mobile power unit (mpu) which occurred on (B)(6) 2022 followed by a driveline disconnect (due to a controller exchange). It appeared that the controller was connected to an mpu again on (B)(6) 2022 and the no external power event was recorded again. The pump was not reconnected at this time. It was additionally reported that the ac power cord of the mpu did not come loose from the wall or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.